Event description:
The customer called to report that he lost his transmitter in a car accident that he was involved in. The customer stated that he was in seven accidents during the summer, and attributes them to low blood glucose levels. The customer also stated that he cannot tell when his blood glucose levels are dropping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 3004209178-2009-08601 for the report under the insulin pump.